Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the pump is not working correctly" additional the customer reports "I've had some very bad things happening to". Hcp advices the customer discontinue the pump as insulin therapy. Tandem technical support made multiple follow up attempts with the customer, however, no response received.